Manufacturer narrative:
Reliability analysis inspected one opened/used sensor. Found the needle hub separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he tried to insert a sensor that broke. The customer reported that the needle went flying out. Blood glucose level at the time of the incident was 75 mg/dl. The sensor was not replaced or returned for analysis.